Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy after taking a 3d spin with the o-arm. It was noted that the perc pin was not fully seated when the first spin was taken. The perc pin was bumped during the surgery causing the inaccuracy. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was no indication that the navigation system malfunctioned.

Manufacturer narrative:
Software investigation completed. Findings are that the frame was moved during the procedure by the user, causing inaccuracy. Software functioning as designed.medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation treon treatment guidance system. There is no indication that medtronic navigation's device caused or contributed to the reported event.